Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an axium coil detached early. The patient was being treated for a saccular unruptured aneurysm in the acom. The max diameter was 3mm and the neck diameter was 2mm. Blood flow was ordinary and vessel tortuosity was moderate.  The coil was delivered to the aneurysm through a microcatheter, and after several insertions and removals, the coil came off. Coil removed from patient's body with a goose neck snare. Medical intervention was not required. There was no deformation or damage to the delivery pusher. There was no resistance during delivery. The coil was repositioned. The physician did not attempt to detach the coil. The pusher did not rotate inside the patient. Continuous flush was administered during the procedure. No symptoms were reported. Ancillary device: headway17 str microcatheter.

Event description:
Additional information was received indicating the coil was inserted and removed two times. The movement of the delivery wire and the coil were no longer on-to-one at the time of the second rewinding.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the axium prime coil device was returned for analysis. The implant coil was already detached. The headway 17 micro catheter used during the event was not returned for analysis. The actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. The pusher was found kinked at ~34.8cm from the distal end. The coin was found still against the lumen stop. The shield coil was found undamaged. The retainer ring and release wire were found covered in dried blood. The blood was dissolved, and the retainer ring was found damaged. The already detached implant coil was found damaged and stretched with the polypropylene filament intact. The detach element was found undamaged. The release wire was extending out the retainer ring ~0.0022¿, which is still within specification (specification: 0.002¿-0.005¿). The inner diameter of the retainer ring could not be reliably measured due to the damages. The detach element ball outer diameter was measured to be 0.0038¿, which is within specification (specification: 0.0038¿ ± 0.00010¿). No other anomalies were observed. Based on the analysis performed, the customer report of ¿premature detachment" was confirmed. It is likely the damaged retainer ring caused the device to detach, however the cause could not be determined. Possible causes for retainer ring damage are patient vessel tortuosity, lack of hydration before procedure, lack of continuous flush, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation or advancing/retracting the device against resistance. Customer reported repositioning was performed two times, pusher did not rotate inside patient, no friction or delivery during delivery, no damages to devices, continuous flush was used and patient vessel tortuosity as moderate. As the headway-17 micro catheter used in the event was not returned for analysis, any contribution of the headway-17 towards the premature detach could not be confirmed. The headway-17 micro catheter has an inner diameter of 0.017¿ (per microvention website), which is compatible for use with the axium prime coil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.